Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. A review of the service history record indicates that the device has been serviced within the last year for a service condition that is relevant to the current reported condition. The assignable root cause was determined to be due to component failure from normal wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the small battery drive device moving parts did not move smoothly - trigger, would not run, and was difficult to press the trigger. It was further determined that the device failed pretest for check power with the test bench, function of the device and check for sticky triggers. It was noted in the service order that the handpiece switch was not working during surgery. It was reported that there was a two hour delay while another device was being sterilized to complete the procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.